Manufacturer narrative:
During dispense accuracy testing, the pump (s/n (B)(4)) exceeded the dispense accuracy specification by dispensing more fluid than the programmed rate during 1 of 3 tests. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving gablofen (2000 mcg/ml at 110 mcg/day) via an implantable infusion pump. It was reported that the patient was non-verbal, but the patient's father believed that the pump had not been functioning correctly for several months. He felt like the patient was getting underdosed. The pump was within the 90 day eri timeframe, with an eos date of (B)(6) 2020. The pump was replaced on (B)(6) 2020 due to the upcoming eos date, however the doctor stated clearly he did not think there were any issues with the pump. Per the father's request, the pump was going to be analyzed. No patient symptoms were reported. No further complications were reported.